Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope has a scope communication error. This issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3 the device was returned to olympus for inspection, and the reported failure was confirmed and further identified to be a b30 scope communication error. In addition, no image was identified during the device evaluation. Based on the results of the investigation, the definitive root cause of the reported and newly identified issue could not be determined. However, it is likely the fluid invaded scope connector led to the malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.